Manufacturer narrative:
Date of event: (B)(6) 2016.

Event description:
A report was received per social media that the patient's ipg had pinched a nerve in the buttock and messed up her muscles causing stabbing pain in the buttock and the lower back.